Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia and damage (physical or cosmetic). The customer reported, hyperglycemia, nausea and vomiting. Treated with a manual injection/insulin pen, hospitalization: overnight stay. The troubleshooting was performed. The event involved product(s) mmt-1712k. The customer reported, physical damage (a crack or scratch) on the pump, not related to the retainer ring. The customer reports, that the insulin pump system has not been in use within 48 hours of the reported high blood glucose event. And it was unknown, whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. And was advised to revert to the backup plan, as per healthcare professional instructions. Mmt-1712k was requested. And the customer response was, that the device would be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. Corrosion was found at the force sensor (flex traces) successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2023 at 00:28:00.000 and on (B)(6) 2023 at 00:38:00.000. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display widow, scratched case, stained serial number label, pillowing keypad overlay and stained keypad overlay. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available in (B)(6) 2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 04-aug-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 04-aug-2024 in the pump history file due to no data available. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia). Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm confirmed, and pump error 35 alarm confirmed due to corrosion at the force sensor (flex traces). Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.